Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded atrial tachy response (atr) with under sensing from ventricular sensed deflections resulting in atrial sensing blanked deflections and also some atrial fibrillation (af) was observed in a pacemaker mediated tachycardia (pmt) episode. Programming options were discussed for this patient. The pacemaker remains in service at this time. No adverse patient effects were reported.